Event description:
The digital fixation device was implanted on (B)(6) 2013 by dr (B)(6) dpm. The surgeon reported that the pt complained of pain a couple of weeks following the procedure. A radiograph revealed that the implant dislocated from the middle phalanx and twisted. The surgeon shared immediate post-op fluoro and the follow-up radiograph. The pt had very small middle phalanges. The middle phalanx was so shallow that barely 2mm of bone was trailing the distal arrowhead tip. The shallow placement resulted in inadequate engagement and pullout. The proximal arrow twisted and did not go deep enough, engaging the dense subchondral bone at the base of the proximal phalanx. Placing the implant long and deep in the proximal phalanx as stated in the operative techniques should result in enough fixation to prevent the implant from rotating.

Manufacturer narrative:
After review of the pt post-op fluoro and the follow-up radiograph it was determined that the surgeon did not select the proper length implant to achieve adequate fixation. Following the published operative technique would have resulted in the selection of the proper length of implant and it's position in the bone.